Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 75.00 mlu/ml and was released to the physician. Based on the patient´s history, he asked the laboratory to repeat the same sample. The repeat result on 04/10/2017 was 6856 mlu/ml. The customer then repeated a previous sample from the patient that had a result of 7886 mlu/ml on (B)(6) 2017. The repeat result was 6927 mlu/ml. There was no allegation of an adverse event. The reagent lot number was 179825. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the data provided, improper preanalytical conditions could not be excluded as a potential cause. Other typical causes of this type of event include issues related to sample quality or insufficient maintenance of the analyzer. The provided calibration data did not identify a root cause. The qc data was acceptable. The provided analyzer alarm trace did not indicate any issues.